Event description:
It was reported that during the procedure in the left anterior descending artery, the balance middleweight guide wire was advanced without resistance to the target lesion. The physician attempted to pull back on the guide wire; however, the guide wire could not retract. Considerable force was necessary to withdraw the guide wire from the anatomy. Outside of the anatomy, it was noted that the guide wire was extremely stretched. There was no separation of the guide wire and the physician confirmed there was no segment of the guide wire in the anatomy. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Return of the balance middleweight guide wire may have aided in the investigation and determination of cause. Factors that may contribute to resistance while retracting the guide wire while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. There was no damage noted to the guide wire during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is possible the guide wire became trapped in the calcified anatomy, and as force was applied in the attempts to remove the guide wire, this would contribute to the coils stretching. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Without the product to examine, a conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. There is no indication of a product quality deficiency.